Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation one device packaging opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the clinically applied device. The instrument was not received. Both the display box and blister package were received in an undamaged condition. Visual and functional testing of the returned sample confirmed the packaging met quality release specifications. The returned sample as received by was found not to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the bag tore during the procedure. Product has been used on a patient. No patient injury. No additional blood loss, no tissue damage, no extension of surgery, nothing fell into the patient.